Event description:
Unomedical reference number (B)(4). Event occurred in (B)(6). The patient's mother reported that her daughter's the infusion set that was inserted was completely disconnected from the clamp site of the tubing that connects to body. She mentioned that the tubing laid away from the pump - almost as if it only slipped off. Moreover, the insulin was messed all over and her daughters blood glucose level was very high. However, they managed to bring it down with injections. Further, it was stated that the tubing ends were not bent or broken off. No further information available.